Manufacturer narrative:
The facility did not return the impella pump product for investigation; therefore the root cause of the limb ischemia was unable to be determined.

Event description:
On (B)(6) 2018 an impella lp5.0 was placed in a (B)(6) year old female patient. The patient's hemodynamics did not improve following placement of the lp5.0 pump, so an ECMO was also placed in the patient's lingual regions. Following placement of the impella 5.0 and ECMO lower limb ischemia occurred. There was no reported treatment of the ischemia.